Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2010. It was reported that the patient's ipg was explanted due to skin irritation or necrosis on (B)(6) 2011. It was confirmed there was no infection. The patient leads were left implanted. No further information is available at this time.